Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had high impedances and loss of capture. It was confirmed via x-ray and fluoroscope that there was clavicular crush present. This lead was capped and a new system was implanted on the patient's right side.